Event description:
It was reported that customer dropped the pump and an unspecified malfunction occurred. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 200 mg/dl.